Event description:
Senseonics was made aware of an incident where the patient experienced a hypoglycemia event. The patient felt low and checked his blood glucose aviva expertva expert which measured 38 mg/dl whereas the eversense system displayed 98 mg/dl. The patient did not seek any medical assistance and self-managed the hypoglycemia after which the glucose level went back to normal.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.based on the investigation, it was observed that the system displayed a temporary mismatch between the sensor readings and fingerstick measurements around the time of the incident as it was only a few days after the insertion, when the insertion site was still healing, and the sensor was likely still stabilizing after insertion. Once the sensor stabilized after insertion, the system began performing within expectations, and there was better accuracy between the sensor readings and fingerstick measurements. The patient did not require any medical attention and self-managed the hypoglycemia event.